Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the bearing of the rotating craniotome device was damaged. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was inadvertently documented as jun 6, 2017 in the initial report. The correct date jun 7, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, ball bearing during operation fell apart, missing balls and cage not available, crani bracket slightly bent and lettering hardly legible. It was also noted that the device failed pre-test for visual assessment, cutter insertion, vibration and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the device availability was inadvertently reported as jun 30, 2017 in the initial medwatch report. Please note that the correct date is jul 19, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluation was performed. It was documented in the previous medwatch report that the reported condition was due to be false and defective construction and design. Upon further evaluation it was determined that the reported condition of bearing damage was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device had a bent neuro-tip leg. This issue is consistent with mishandling of the device by dropping it or by using it to pry with. The assignable root cause of this condition was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.